Event description:
The customer observed biased csf glu qc results while performing a cross-over study. Results of this magnitude may result in inappropriate physician action. Results were not reported and there was no report of patient harm as a result of this event.